Manufacturer narrative:
The customer¿s report of set leaking was confirmed. During inspection, a 0.433-inch long vertical crack was found in the female luer. There were no other damages or any issues observed with the rest of the set. The female luer was inspected under magnification, no stress or tool marks were detected. Functional testing confirmed a leak as fluid flowed through the crack on the female luer on the pca set. Further visual inspection was performed by supplier quality engineering in which engineering confirmed is an issue with the manufacturing process of the female luer component which is manufactured by a third party supplier. The probable cause of the customer¿s report of component breakage was identified as a combination of material degradation during the supplier process and manufacturing factors (solvent and over-torque).

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak during patient use. There was no report of patient harm.